Event description:
Reportedly, this device was explanted after approximately a 2 year, 5 month implant duration due to aortic stenosis and atrial fibrillation.

Manufacturer narrative:
Device not returned.